Event description:
Customer called to report that he did not think his son's pod was working properly. Customer's blood glucose levels ranged between 252-504 mg/dl. Customer was able to activate a new pod. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed a damaged component, which caused additional damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.